Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿exchange with no complaint against the device¿. Healthcare professional reported later "rupture and exchange, confirmed via MRI". Healthcare professional reported later by operative report "breast grade-4 contracture". This record is for the right side. Device has been explanted and replaced with abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, ¿exchange with no complaint against the device¿. Healthcare professional, reported later, "rupture and exchange. Confirmed via MRI". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h.6. The event of capsule contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported later by operative report "breast grade-4 contracture". This record is for the right side. Device has been explanted and replaced with abbvie device.